Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a spondylodesis of c5 to c7 the patient was implanted with hardware. During an annual revision on (B)(6) 2012 x-rays revealed two of six broken locking screws, and the cervical spine expansion head screws to be broken or damaged. Revision surgery took place on (B)(6) 2012. This is 7 of 14 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Implant date reported as (B)(6) 2011. Device is not distributed in the us, but a similar device is marketed in the us.